Event description:
The customer reported that the device failed opcheck for a therapy cable issue. There was no report of pt involvement.

Manufacturer narrative:
The customer reported that the device failed opcheck for a therapy cable issue. There was no report of pt involvement. The device was evaluated at philips, but the symptom could not be duplicated. Upon opening the device, however, it was noted that the ribbon cable between the processor pca and the therapy pca was not fully seated, which could produce the reported symptom. The cable was reseated to resolve the issue. We are considering this an intermittent malfunction resulting from an incomplete electrical connection.